Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the balloon was identified to be non-spherical. The balloon did not pass functional testing with output pressure being below specifications. There was no additional information provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected and was identified to be non-spherical. The balloon did not pass the functional testing performed output pressure being below specifications. The balloon passed the leak testing. The cuff was visually and microscopically inspected and had a hole from sharp instrument in the cuff shell towards the adapter. The cuff did not pass the leak testing. The investigation was assigned to the conclusion code of cause traced to component failure.